Event description:
It was reported that a user could not pair a dexcom g7 continuous glucose sensor with the ilet device due to attempting to start a sensor under the g6 selection, which resulted in an incorrect code error until the device was set to g7 and the correct sensor code was entered, after which pairing completed. Symptoms included no adverse clinical effects. Outcomes included no impact beyond a temporary interruption in cgm pairing. Investigation included guided troubleshooting and user education on correct sensor type selection and code entry. Investigation of this case revealed user selection of the wrong sensor type in the ilet, leading to an incorrect pairing code error that resolved after correcting the sensor type and re-entering the proper code. It was concluded, based on previously established findings for similar reports, that the cause was user error.